Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the system would not home correctly. It was determined the loop back and door close cables from the gantry motion controller were swapped. After connecting the two connectors properly, the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. After booting the system and opening the gantry, movement would stop and the system moved very slowly. Troubleshooting was unable to resolve the issue by invalidating home or manually opening the gantry.